Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); lack of information (unknown cause of endoleak). Conclusion: lack of information (unknown cause of endoleak).

Event description:
A valiant thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that on the final angiogram a type iii fabric endoleak was noted. The physician decided to reline the stent graft with another valiant 3232150 and this reduced the endoleak; however, the endoleak was still present. The physician decided to monitor the patient. No additional clinical sequelae were reported and the patient is fine.